Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no audio response heard. The customer reported that the device was not in use on a patient at the time of the reported event.